Event description:
Reporter alleged obtaining a discrepant blood glucose result of 309 mg/dl on the advantage system compared back to back with a result of 114 mg/dl on the doctor's system when testing was performed within 10 minutes. No actions were reported taken or treatment received. A request was made for the return of the affected product.